Manufacturer narrative:
H10: the customer biomed engineer (bme) confirmed the touchscreen was replaced and the issue was resolved. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer biomed, reporting the right side of the v60 ventilator touchscreen was unresponsive. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reported the device generated a bad touch detected error during calibration. The rse advised a touchscreen replacement and provided the part details.